Manufacturer narrative:
Relevant retention test strips (lot 304975) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer's test strips were not returned.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained that a questionable high inr result from their coaguchek meter caused a patient to be hospitalized due to a transient ischemic attack (tia). The meter serial number was requested but has not been provided. On (B)(6) 2018 the patient had an inr result of 6.3 inr from their meter. The patient was prescribed vitamin k and was informed to hold their coumadin intake for the day of (B)(6) 2018. The following day the patient was hospitalized due to a tia. The current condition of the patient was not provided but has been requested. The patient's therapeutic range was 2 - 3 inr. The meter and strips have been requested for further investigation. A routine retention testing process has been implemented during which all test strips that have been released are tested every three months in comparison with the master lot coaguchek xs pt. Valid retention results are available for all lots. Results of the most recent retention testing were inconspicuous. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.